Manufacturer narrative:
(B)(4).

Event description:
It was reported via trial that approx 19 months post xience v stent implantation in the mid and proximal left anterior descending artery (mlad, plad) and proximal circumflex (pcx), the pt reported chest pain. Per angiography, 20% in-stent restenosis was found in all stents. A de novo lesion was found in the distal left anterior descending (dlad) artery along with moderate anterior wall ischemia. A stent was placed to treat the de novo lesion. There was no adverse pt sequela reported. Although requested, there was no add'l info provided.

Manufacturer narrative:
(B)(4). There was no reported product deficiency. Restenosis, angina, and ischemia are known adverse events as listed in the xience v instructions for use. Although a conclusive cause for the reported pt effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling. The 4.0 x 12 mm xience v (1009543-12, 8072461) and 3.5 x 23 mm xience (1009542-23, 8011742) referenced are being filed under separate medwatch report numbers.